Event description:
Customer reported that she had blood glucose that stayed in the 390 - 400 mg/dl range in spite of taking over 15 units of insulin in boluses. She did not report exactly when this happened or any sequence of bg result/insulin bolus. When she removed the device she noticed blood inside the cannula and that the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or to determine if it, or some other product malfunction, could have contributed to the reported high bg. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod, "and" test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "at least once a day, use the pod's viewing window to inspect the infusion site," and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."